Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/3/2020. H.6. Investigation: a device history record review was performed for provided lot number 9309437 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture samples and one physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, the cannula was observed through the catheter at the midsection of the catheter tubing. There is a vision system within the manufacturing line to detect this type of defect. In assessment of this issue, the vision system was challenged with defective samples and they were rejected appropriately. Based on the investigation results and as the sample was open and used, an exact cause related to the manufacturing process could not be determined for this incident. Based on investigation results the root cause cannot be determined.

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system during the IV insertion. The following information was provided by the initial reporter: "metal catheter punctured the side of the middle of the plastic cannula during attempted IV insertion".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system during the IV insertion. The following information was provided by the initial reporter: "metal catheter punctured the side of the middle of the plastic cannula during attempted IV insertion".